Manufacturer narrative:
Additional manufacturer narrative:the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards annuloplasty tricuspid ring, implanted approximately four (4) years and one (1) month, was explanted and replaced with another edwards annuloplasty ring. Per follow up with the healthcare provider, the reason for explant was noted as calcification (possibly of the native tricuspid leaflets).

Manufacturer narrative:
Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.